Manufacturer narrative:
It was later reported that the physician had elected to program the device to vvi 40 and will monitor closely to see if the power consumption recovers. If it does not the physician will consider a device replacement.

Manufacturer narrative:
In addition, the patient later received an appropriate shock converting ventricular tachycardia. The battery showed less than one year remaining. Again, low ra pacing impedances were reported as well has high rv thresholds. A save to disk was sent again for analysis. After further disk analysis, an engineer reported that the high current drain was likely from the ra impedance issue and suggested programming options. The physician ultimately elected to explant the ra lead due to low pacing impedances contributing to a rapid battery depletion. The device was also explanted. The patient had no venous access and therefore the ra lead was not replaced. It was reported that the product would be returned for analysis.

Manufacturer narrative:
Upon return to boston scientific's quality assurance laboratory the device underwent detailed analysis. Microscopic visual inspection found no irregularities. Analysis could not confirm the field allegations of threshold and impedance issues as the device was tested and passed electrical integrity testing. However, a review of the device memory noted the device had recorded one or two faults that were most likely caused by the use of electrocautery.

Manufacturer narrative:
It was later reported that thresholds were higher on the non-boston scientific right ventricular lead with higher outputs programmed for both the right ventricular and atrial leads.

Manufacturer narrative:
Another disc analysis was received. Engineering analysis confirmed the low atrial pacing impedances. The device recorded a few non- related - faults during the implant procedure. The disc analysis also confirmed that the device recorded a high power level of 160uw where as the expected was approximately 50uw. These power levels have been variable and high for the past seven months along with the low atrial measurements. These right atrial measurements may be related to the issue which was causing the high power condition rather than a hardware fault within the device itself. In conclusion, and engineer suggested the lead system be further evaluated. Reprogramming of the device, disabling right atrial pacing, may result in a normal current draw and increased longevity. However, if lead testing assures lead integrity the physician should then consider replacing the device. A return request was made for the device.

Manufacturer narrative:
It was later reported that despite programming the device to vvi the longevity remaining was down to 1 year. The physician had elected to continue to monitor. Technical services advised immediately changing the device once the elective replacement indicator is declared. Another return request was made for this device.

Manufacturer narrative:
It was later reported that with the vii programming change the device's longevity recovered from two years remaining to six years remaining. The patient elected not to have another procedure at this time to address the atrial lead issues.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) estimated only 2 years remaining. Output were adjust and the estimated longevity remained the same. A non-boston atrial lead impedance was reported to be less than 200 ohms. No adverse patient effects reported. A save to disk was sent in for further analysis.

Manufacturer narrative:
Disk analysis revealed that there was a high current draw with this device. Some of the device high current could be due to the low ra impedance. Bench test suggests could not account for extra power being drawn from the ICD. The high power and low impedance may be symptoms of a device hardware malfunction. It appeared as though the estimated longevity was correct, however this could change due to the unknown nature of the issue at hand. As the cause of the high current could not be determine nor a prediction of the device's future behavior, it was advised that the device be returned as well as the lead system for further analysis. It was the physician discretion as to how to further proceed.